Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a restenosed lesion located in the heavily tortuous, 90% stenosed, distal left anterior descending artery. The 2.75 x 33 mm xience prime stent delivery system (sds) was unable to cross the lesion. Several attempts were made to cross, some force was used which resulted in the proximal shaft kinking. Resistance was noted during retraction of the stent delivery system from the anatomy. Another xience prime sds was used to complete the procedure successfully. The patients final outcome is satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).